Manufacturer narrative:
The monitor board was received at zoll medical corporation. The customer's report was observed during initial testing. However, the report was unable to be duplicated. The board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.